Event description:
It was reported that the ilet user experienced low glucose readings in the mid 60s after an accidental duplicate dinner meal announcement and treated the lows with oral carbohydrates including apple juice and gummies. Symptoms included hypoglycemia with wa nadir of 65 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information synced from the ilet app reports. Investigation of this case revealed no device problem found, a usage problem related to an improper or incorrect procedure, and involvement of the user interface contributing to the accidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.